Event description:
Customer reported that the keypad was scrolling during bolus. Customer stated that it stopped mid delivery and would not resume. Customer stated that they previously fell in water. Customer's blood glucose readings at the time of the call were 205 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump was received with an intermittent button response, due to moisture damage on keypad traces. No keypad or button scrolling up noted. Insulin pump had a cracked case on display window corner, minor scratches on lcd window, cracked belt clip slot on battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.